Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and fell into stomach. There was no patient and user harm. Lubrication was used to facilitate the placement of the capsule.